Manufacturer narrative:
Multiple attempts have been made to contact customer. No response has been obtained. If add'l info is gathered, a f/u report will be applied.

Event description:
It was reported that the bed had a electronics board that was not functioning to specification. No adverse consequences alleged.